Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that pleora and interface cable were replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have been received by the manufacturer for evaluation but the results are not available yet.

Event description:
Medtronic received information that while outside of procedure, a " stand alone mode" error was received on the pendant of the imaging system. There was no patient present at the time of the issue.

Manufacturer narrative:
The mobile view system (mvs) computer was returned to the manufacturer for analysis. Analysis found that the mvs computer functioned as expected, and no fault was found. The mvs interface cable was returned to the manufacturer for analysis. Analysis found that the mvs interface cable functioned as expected, and no fault was found. The pleora was returned to the manufacturer for analysis. Analysis found that when the pleora was installed in a known good system, the system remained in standalone mode. Visual inspection noted the pleora's power led was illuminated power, but none of the communication leds were blinking. Analysis found that the reported event was related to a electrical issue.